Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while removing a pod from the package for activation the pods cannula was found to be missing. The patient was unable to activate the pod. The pod was not worn.